Manufacturer narrative:
Correction: please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 3005168196-2021-00705. Additional information: please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left popliteal artery and left posterior tibial artery using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheath. During the procedure, the physician was advancing the cat8 through the popliteal artery and experienced resistance at the posterior tibial artery. The physician stopped and as they were pulling the cat8 out of the sheath, they noticed the cat8 had ovalized at the mid-segment. The physician believed the cat8 had bent at a steep curve as the cat8 was pulled through the sheath. The procedure was completed by using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.